Manufacturer narrative:
The referenced report of previous percutaneous lead repair is covered under medwatch MFR report #2916596-2015-00981. Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 9 months. Device evaluation: the replaced external portion of the percutaneous lead was returned for evaluation. The submitted photos from the account as well as the evaluation of the returned portion of the percutaneous lead confirmed the reported damage to the patient¿s percutaneous lead. Approximately 24 inches of the external portion/distal end of the lead was returned. The previous percutaneous lead replacement site performed on (B)(6) 2015 was present from approximately 15 inches to 19 inches from the metal connector. Electrical continuity testing of the returned portion of the lead revealed that all wires were electrically intact. Examination of the previous percutaneous lead repair revealed that gray shrink tubing over the previous repair site was fractured, exposing the underlying wires. Upon removal of the repair, the underlying wires appeared to be kinked at the site of the repair fracture. Hipot testing and microscopic inspection revealed an area of compromised wire insulation at this location. The breach appeared to be the result of wear due to repetitive flexing. Although the percutaneous lead replacement was reportedly performed only due to the observed cosmetic damage to the prior replacement site and no atypical alarms or interruptions in function were reported for the event, the system had the potential for an electrical short and resulting interruption in pump function. The patient remains ongoing on pump support, and no further related events have been reported. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient presented with a break in the previously repaired percutaneous lead (driveline). No alarms were reported for the event and the patient was asymptomatic. On (B)(6) 2017, the manufacturer's technical services representative arrived on site and performed an external percutaneous lead repair. During evaluation of the returned percutaneous lead, wire damage was found.